Event description:
It was reported that during the implant procedure, the thresholds were elevated and the impedance was high on the right ventricular lead. The lead was not used and a different lead was used to complete the procedure. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found.